Manufacturer narrative:
Product complaint (B)(4). This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from (B)(6) reports an event as follows: it was reported by the biomed department that the device needs to be sent for repair. The screws were unscrewing alone even after they has been tighten. A spare device was used to finish the procedure. There were no patient consequences and no delays. This complaint involves two (2) devices. No more information is available. Concomitant device reported: torque limiter 1.5nm f/compact air drive, (part #: 511.115, lot #: 2l95820, quantity unknown). Unknown screws trauma: (part #: unknown, lot #: unknown, quantity unknown). This report is for one (1) unk - screws: trauma. This is report 1 of 1 for (B)(4).

Event description:
New information received from the customer on (B)(6) for this complaint :(B)(4). They are disassembly's due to loosening of the 3.5 locked screws of the philos plates (disengagement of the screws from the plate) despite systematic tightening (ref 511.115). These disassembly's occurred early, in patients who followed the instructions for postoperative immobilization. For the patients, the consequences are serious, at least one case is a complete failure of the osteosynthesis.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.